Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error code 100.6070. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015bd pcu as3112 v9.33.1 a/b/g/n. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: contact mobile: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer is reporting error code 100.6070. Failure device type: failure problem type: failure mode: case resolution: - customer is aware this is a logic board issue. - see email feed.

Manufacturer narrative:
The customers reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer is reporting error code 100.6070. Case resolution: customer is aware this is a logic board issue.